Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's anchor migrated which in turn caused the lead to migrate. In turn, surgical intervention was undertaken wherein the physician explanted and replaced the anchor and repositioned the lead. This addressed the issue.